Event description:
A malfunction alarm was reported related to a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, resolving the issue, and the caller successfully restarted their sensor session.